Event description:
It was reported that during a routine follow-up, the physiologist was unable to carry out an auto threshold test. Three different programmers were tried and each time the screen froze. A manual threshold test was successfully performed. Review of the device memory found a flipped bit in the ramware. A mgr (manual guided restore) was required, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The review of the save to disk found no anomalies. Save to disk file (B)(4), reset counter equal to 0, ok no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow-up, the physiologist was unable to carry out an auto threshold test. Three different programmers were tried and each time the screen froze. A manual threshold test was successfully performed. Review of the device memory found a flipped bit in the ramware. A mgr (manual guided restore) was required, and the device remains in use. No patient complications have been reported as a result of this event.